Event description:
It was reported that the patient¿s device wasn¿t working anymore, but it was still implanted. They never took anything out and the patient needed an MRI of their lumbar spine for pain. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v802376, implanted: 2012-(B)(6), product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).